Event description:
Info received indicates the pump boot connector leaked during bypass. Extra tie-straps applied to the leaky connections by the hcp did not stop the leak. The 1/2 x 3/8 inch connector was changed-out during the case with no pt complication reported.